Event description:
The quality manager reported the patient was ventilator dependent with paralysis secondary to botulism. On (B)(6) 2011 at approx 0200, the patient notified the staff that he was unable to breathe. The respiratory therapist reported upon entering the room the device display and lights were flashing but there was no audible alarm heard and no remote alarm activated. An oximeter was in use per hospital protocol but saturations were unknown. The patient was removed from the ventilator and service called. There was no permanent harm to the patient. The customer reported the tidal volume was observed to have dropped and the peak inspiratory pressure (pip) increased to 60cmh2o. The manufacturer's service technician was unable to duplicate the reported event. The ventilator passed initial extended self testing (est). The exhalation filter and patient circuit in use on the device at the time of the reported event had been disposed of before service evaluation took place. Performance verification testing was completed and passed to specifications, including alarms which functioned properly.